Manufacturer narrative:
Block a1: other patient identifier: (B)(6). Block e1: the other physician is: dr. (B)(6). Phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an elastic ligation procedure performed on (B)(6) 2023. During the procedure, the third band could not be deployed and overlapped with the remaining bands, which could not complete the ligation. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.